Manufacturer narrative:
The reported event was ¿the inner of the 1458q-86 was pulled out with the pci stylet due to the blood clot¿. As received, a complete lead was returned in one piece with the connector pin pulled out from the connector assembly. Blood/body fluids were also noted in this region. The pci stylet that was used in the field was not returned with the lead. A green foreign material consistent with stripped ptfe coating from a guidewire was found at the distal end of the connector pin and inside the inner coil at the connector region. The cause of the reported event is isolated to the blood/body fluids inside the inner coil and stripped ptfe coating from a guidewire consistent with the reported event. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02327. It was reported that the patient presented in the operating room for an implant procedure. During the procedure it was noted that the inner layer of the left ventricular lead was pulled out while removing the stylet due to blood clot. It was also noted that the threshold of the right ventricular apex pacing was unsatisfactory. The leads were not used and replaced. The patient was stable.